Event description:
It was reported that the stent partially deployed. Three eluvia EU, 6x120, 130 cm stents were selected for use in the superficial femoral artery (sfa) for the endovascular therapy procedure to treat the patient's pulmonary artery disease. The target lesion was reported to be 100% stenosed with moderate tortuosity and severe calcification. The sfa was accessed contralaterally and was predilated prior to stent placement. The first eluvia delivery system was advanced over the non-bsc guidewire to the target lesion. There was resistance noted during deployment, and the last few centimeters of the stent did not deploy. The entire system was pulled, and the remainder of the stent was successfully deployed. It was noted that the shaft of the catheter appeared stretched as a result of the deployment difficulties. It was unknown whether the stent was stretched. The same series of issues occurred with the placement of the additional two eluvia EU, 6x120, 130 cm stents. All three stents were reported to be fully expanded and had deployed to the expected length. There were no adverse consequences reported for the patient.